Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported seeing power on reset (por) on his patient programmer (pp). Patient was able to get past it before but now the pp was not letting him. It was reviewed that patient could try and speak to hospital staff to see if interstim representative could come to hospital to clear it but this would be up to hcp at hospital. They were in the hospital for their mother. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.